Event description:
October 16th, 2023 I am a CPAP user and have been for 2 decades now. I was issued a new CPAP machine, a res med airsense model 11 on (B)(6) 2023. I used the machine once the night of (B)(6) 2023 and woke smelling toxic fumes through the face mask. I had a splitting headache, cognition and balance problems and coughed for two weeks. The fumes smelled like airplane glue. I the contacted a lab in (B)(6) and described what I was smelling and they suggested I perform an air "solvent panel scan." So I procured the equipment and hired a tester to run the tests. The machine is emitting above safe levels of: naphthalene and nitrobenzene and just under the safe limits for all 60 solvents tested with the scan. The control group showed zero for all 60 solvents. So, I assumed the device was actually used and or defective so I returned the device for a new one with the attached lab results so the dme would not reissue this "used and or defective" device. I was given a new res med airsense model 11 (still in the box) on (B)(6) 2023 when I went into the local lincare office to turn in the "defective" model and receive the new replacement. I turned on the new, replacement machine and the air coming out smelled just like the last one issued-toxic air that smelled like airplane glue. Both new machines are defective and emitting fumes so I googled "off gassing from res med model 11 CPAP" and it took me to the "apnea board" chat room for CPAP users. I found many people complaining of the same thing and returning their units for older models that did not emit toxins. The gases that are being emitted from these units are known carcinogens and worse and are not passively entering CPAP users lungs. The fumes are pumped directly into peoples' respiratory systems through the positive pressure devices -CPAP and bipap machines. There is no "rolling down the windows" as in a new car and no indication the fumes discontinue after awhile. I ran my machine-on it's own for many hours and still it smelled just as toxic as when I first turned it on. There are tens of thousands and maybe even millions of people using this defective model machine without knowing the results of these tests. I am writing you today because I was told you have the authority to investigate and ultimately recall this dangerous product to safeguard general public against this hazardous medical product. (B)(6). Reference report: mw5148114.